Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture was detached from the needle easily during interrupted suturing on the uterus. It was a control release needle. There were no patient consequences reported.